Manufacturer narrative:
Additional information was received that the patient had experienced pain and swelling at the insertion site. The physician does not believe that the infection is device or procedure related. The patient was treated with intra-vein antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the trial patient experienced an infection at the lead site. The patient underwent a procedure where the trial leads were removed. The patient was referred to the infectiology department.

Event description:
A report was received that the trial patient experienced an infection at the lead site. The patient underwent a procedure where the trial leads were removed. The patient was referred to the infectiology department.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient experienced an infection at the lead site. The patient underwent a procedure where the trial leads were removed. The patient was referred to the infectiology department.